Manufacturer narrative:
Gtin/UDI number for item 2420-0007 lot 17046049 is (B)(4). The customer¿s report of bulging of the silicone pump segment was not confirmed. Visual examination did not reveal any existing bulged area(s) in the pump segment. Both retainer rings were in place. There were no anomalies observed. Functional and pressure testing resulted in no bulging or separation of the set. The cause of the reported failure was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a bulge in the pumping segment while infusing maintenance fluid. In an attempt to remove the set from the pump, the line detached from the upper fitment. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.